Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that tool hex fractured at the tip of the tool.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One driver was returned for investigation. Visual evaluation of the as returned product identified that the tip was fractured and twisted. Functional testing could not be performed due to the nature of the device and event. Pre-existing patient conditions, tooth location, implantation period, x-ray images are irrelevant to this investigation. Picture evaluation: picture image was not provided. Review of appropriate documentation: document reviewed: instructions for use - zimmer instrument kit system, zimmer dental single patient drills, driva drills, and tools, IFU 8874 rev 5 ¿ 08/19. Information identified: indications, warnings and precautions. Per the applicable IFU, it is stated that surgical instruments are susceptible to damage and wear and should be inspected and cleaned before each use. DHR review: DHR review for the lot (2020120533) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2020120533) for similar events (complaint category keywords: fracture) and no other complaint was identified. Post market trending review: july post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.